Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump did not have audible alarm sounds when the pump gives an alarm. There is no indication the alleged product issue caused or contributed to an adverse event. No further information was available. Animas customer support made several attempts to contact the report to complete troubleshooting of the alleged issue; however the reporter did not respond to follow-up attempts. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-oct-2019 with the following findings:during investigation, audible alarms was tested with alarms and warnings with no defects found. Unable to duplicate complaint regarding audible alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.